Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 365 mg/dl at the time of call. The customer's blood glucose was 419 mg/dl at the time of incident. The customer stated that she treated her high blood glucose manual injections. The customer stated that she change her basal rates and carbohydrates ratios. Troubleshooting did not found any issues on the insulin pump. The insulin pump passed high pressure test. The customer stated that there were multiple low reservoir alerts, a change battery alert and check settings alerts on the alarm history. The customer's blood glucose was 244 mg/dl at the end of call. The insulin pump will not be returned for analysis.